Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a patient had a left tka in 2010. There was backside poly wear and the poly had some deterioration. There was some alignment issue in the tibia baseplate which caused the poly to wear unevenly. Surgeon reported that the tibia was malaligned, which caused the ligament to become unstable and create extra wear on the back side of the poly.